Event description:
The customer's mother reported that the insulin pump had a button error alarm and a no delivery alarm. The customer's mother reported that after the no delivery alarm, she treated with a manual injection and performed a set change. Caller stated that during manual priming, only one drop of insulin came out. Customer's blood glucose level at the time of the incident was over 600 mg/dl. The customer's mother did not proceed with troubleshooting as this was a past occurrence. The customer's mother will monitor the insulin pump and will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.